Event description:
Pt experienced some renal insufficiencies prior to the zenith implant for treatment of an aortic aneurysm. The main body graft was deploy at a location distal to the left renal orifice. Radiographically pictures indicated the graft had been deployed at the top third of l1. Some parallax was observed prior to placement and the positioning of the ii had been adjusted. The final viewing of the graft observed positioning at the bottom third of l1. However, after placement of the zenith device the left renal artery could not be accessed, and interventional measures were pursued to gain patency. A balloon catheter was advanced and ballooned inside the graft was observed to have moved slightly distal. After the procedure, the pt's creatinine level jumped drastically. Graft positioning was re-examined, with the assumption that thrombus may have been pushed into the left renal artery. An ilio-renal bypass procedure was performed from the left iliac artery to restore flow to the left kidney. At conclusion, it was speculated that the pt may have to underago dialysis in the future.